Event description:
On (B)(6), 2011, the pt underwent treatment for an aneurysm in the descending thoracic aorta, and during withdrawal of the 24 fr gore dryseal sheath, the left external iliac artery (eia) evulsed. The physician did an ex-laparotomy and ligated the left eia, then performed a right to left femoral-femoral bypass with a surgical graft. The pt lost some blood (amount unk), but no transfusion was required. The pt is currently in stable condition with no further complications.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.